Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument exhibited imprecise motion during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion when the mtms were manipulated. A lag was observed during mtm manipulation. No damage was observed during visual inspection.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument clip kept getting jammed. The user attempted to test the tip manually and noticed that it was very stiff and required much force to close the clip securely. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the opening after closing the clip. The weck type of clips in medium large size were used. The tissue bundle diameter was not greater than the specified. Another clip applier was used. There are no photos or videos available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.